Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient experienced an initial dislocation. The left hip subluxed anteriorly. The patient underwent a closed reduction and manipulation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states the patient experienced an initial dislocation. The left hip subluxed anteriorly. The patient underwent a closed reduction and manipulation. Doi: (B)(6) 2013 dor: no revision (left hip) update: (B)(4) 2013 - clinical report was received. Report indicates the patient was revised to address recurrent dislocations. The patient dislocated on (B)(6) 2013. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests made previously for additional investigational inputs were made in accordance with wi-7915 appendix a for reports involving the same patient, also alleging dislocation. No additional information was obtained. Medical records were obtained with the initial reporting and have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.